Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). The patient also stated they experience shortness of breath (sob) with heavy exertion and lifting heavy objects. Technical services (ts) suggested reprogramming. The device was reprogrammed for auto-thresholds. Capture was confirmed when the device was reprogrammed. The plan is to continue to monitor the issue. The lead remains in use. No adverse patient effects were reported.